Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that blood was noted in the helium line after insertion of the intra-aortic balloon into the right femoral artery. As a result, the 40cc balloon was removed, and a 30cc balloon was inserted via the same sheath. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
Qn#(B)(4). The product was not returned for investigation. The reported complaint for iab blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that blood was noted in the helium line after insertion of the intra-aortic balloon into the right femoral artery. As a result, the 40cc balloon was removed, and a 30cc balloon was inserted via the same sheath. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
Qn # (B)(4). No serial number was reported by the customer. The serial number on the returned sample is (B)(6). The reported lot number (18f21d0006) matches the lot number for the returned sample. Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a biohazard bag. Returned with the sample was the supplied 40cc inflation driveline tubing; dried blood was noted on the exterior of the tubing, but no blood was noted within the tubing. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. Bends were noted to the central lumen at approximately 34.7cm and 71.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc and within the helium pathway. Upon return, the yellow fos cabling was noted cut near the iabc bifurcate. The fos connector, cal key, and remaining length of the fos cable were not returned with the sample. According to the product compl ain't form submitted, the event insertion type included a "sheath", and no sheath was returned with the iabc. The iabc was likely removed through the sheath; the product complaint form stated "40 cc balloon removed and 30 cc balloon inserted via the same sheath". The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0063in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times with similar results. Dried blood was noted within the one-way valve upon cleaning. The one-way valve was properly cleaned and tested again; the one-way valve passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The fos connection was unable to be tested due to the cut fos cabling. Upon checking the remaining length of the fos fiber, the fiber was confirmed broken approximately 1.2cm from the iabc distal tip. No other fiber breaks were noted. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and a leak was immediately detected from the bladder membrane. Under microscopic inspection, a puncture consistent with damage from the broken fiber was noted approximately 1.6cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 6.1cm, 34.7cm and 72.7cm from the iabc distal tip. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 10.6cm and 48.2cm from the iabc luer. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the catheter which allowed blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken fiber. The root cause of the broken fiber is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that blood was noted in the helium line after insertion of the intra-aortic balloon into the right femoral artery. As a result, the 40cc balloon was removed, and a 30cc balloon was inserted via the same sheath. There was no report of patient complications, serious injury, or death.